Manufacturer narrative:
Iris field service engineer was sent to the customer location and found the tubing between the sample filter and pbv valve cracked due to normal wear. The fse replaced the tubing to resolve the issue. The fse ran controls and they passed. The system was operational. (B)(4).

Event description:
The customer stated the tubing between the sample filter and the pippetter bypass valve (pbv) cracked and was leaking. The leak was contained to the instrument and the customer was wearing their ppe. The customer was not exposed to the leak and did not seek medical attention. There were no erroneous results generated or reported out of the lab.